Event description:
(B)(4). The device suddenly stopped working on a patient that was pacemaker dependent. Error message "unexpected device error", unfortunately don't remember the error code.

Manufacturer narrative:
As part of incoming inspection, a visual and functional check was performed. Results of visual inspection: broken hinge of the battery door . Broken battery door locking missing av-delay knob. Check-up label indicates overdue check-up ((B)(6) 2009). Results of functional check: intermittent "unexpected device error no. 53, restart device or submit to inspection". Display defect- missing column on lower lcd part results of investigation: an intermittent device error #53 is confirmed. This error code indicates problems in the digital signal flow, most likely a prom memory chip being loose in its socket. After opening the housing the prom memory chip was found not to be securely fixed in its socket. This probably caused the intermittent electrical contact problem of the prom. Prior to use the pacemaker most likely was subject of abnormal mechanical forces such as a drop down to the ground, a fact which is supported by the damages to the housing and battery compartment door. After drop down incidents the pacemaker should have been checked by technical staff and submitted for repair to the manufacturer instead of continuing to use it. Upon receipt of the device the enclosed documentation (in part in swedish) was not completely reviewed and thus the fact of an adverse event not recognized. Quality control became aware of this adverse event during an internal audit on (B)(4) 2013 ( a corrective action is initiated to avoid this in the future).